Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer's blood glucose level was unknown. The customer reported that the insulin pump had a bite mark on it and the buttons were not working. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) act and down buttons dome switch. No unlocked lcd keypad connector noted. Device had broken reservoir tube lip, dog chew marks around the insulin pump.